Manufacturer narrative:
The device history record confirms that the product passed and met all requirements before releasing. The device was evaluated and found to be operating as intended within specification. Cynosure clinical reviewed the event and determined it was inconclusive. Cynosure medical director was consulted for feedback and stated, "it is believed the patient's response is a pronounced histamine/allergic response. It is unknown at this time if the patient's activities post treatment could have contributed. In the second photo, there is significant improvement." On (B)(6) 2025, cynosure clinical became aware the patient went to the hospital and received medical intervention. Patient had blisters lanced and was recommended to follow up with a dermatologist. Blisters and burns are expected side effects from such treatment. Since patient received medical intervention, this event is reportable.

Event description:
It was reported that the patient experienced blisters and burns on the legs following a second laser hair removal treatment using elite+.